Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Correction to field d5: operator of device.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to lead dislodgement without patient injury. A new lead was implanted. No additional adverse patient effects were reported. Additional information received which indicated that the dislodgement was confirmed through x-ray, and it would only capture at high output. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to lead dislodgement without patient injury. A new lead was implanted. No additional adverse patient effects were reported.